Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl, cause was unknown. Low bg was addressed by consuming glucose tablets. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.